Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Sensor performed continuity resistance test. Sensor failed per specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported to have received calibration errors, bad sensor alert and lost sensor alert. Customer awoke with blood glucose of almost 600 mg/dl. Customer treated and blood glucose lowered to 400 mg/dl. Customer reported that blood glucose was high due to eating sweets and not treating with enough insulin. Customer received a threshold suspend, but does not know what blood glucose readings were due to sleeping.